Event description:
It was reported that the pump module was not delivering the amount per hour entered and ordered. There was patient involvement and the event reportedly resulted in "low chemstrips." The customer stated that the device was investigated by their biomed. The report was not shared with bd. Although product return was requested, the customer stated that the device will not be sent to bd as it was "inspected in-house."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.